Manufacturer narrative:
(B)(4).

Event description:
It has been reported that there was a difference in readings of 100 mg/dl points. There were no reported glucose values available to search within the parkes error grid calculator. The sensor was inserted into the arm on (B)(6) 2021 . No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.